Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when opening the package there is a liquid/condensation on the inside of the packaging. The issue was found prior to use on a patient.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was vapor in the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam the complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
The complaint is reported as: when opening the package there is a liquid/condensation on the inside of the packaging. The issue was found prior to use on a patient.